Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('claiming breakage/ expulsion: (breakage)./device breakage upon removal/ left essure cut and removed in pieces in its entirety'), pelvic inflammatory disease ('pelvic inflammatory disease'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and autoimmune thyroiditis ('autoimmune diagnosed: hoshimotos. / autoimmune disorder type of disorder: hashimoto disease') in a 44-year-old female patient who had essure (batch no. A88178-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, low back pain, thyroid disorder and bladder incontinence. Previously administered products included for an unreported indication: vicodin and ciprofloxacin. Past adverse reactions to the above products included pruritus with vicodin; and rash with ciprofloxacin. Concurrent conditions included abdominal pain lower, allergic reaction, bloating, urinary tract infection, gastric mucosa erythema, dysuria, external hemorrhoids, hypothyroidism, urticaria and vaginitis. Concomitant products included levothyroxine sodium (synthroid), oxybutynin hydrochloride (ditropan) and oxybutynin hydrochloride (oxybutin). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal infection ("bladder/urinary problems: (vaginal infection)"), fatigue ("injuries/symptoms: (fatigue)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia") and pelvic pain ("left side pelvic pain"). In 2015, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 2 years 8 months after insertion of essure. In 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("(gen. (Interpreted as general) abnormal bleeding)"), procedural haemorrhage ("complications at the time of your essure placement: bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), drug hypersensitivity ("allergy: (hypersensitivity)/ allergic or hypersensitivity reaction/ allergic to meds"), allergic rash ("allergy: rash"), allergic skin reaction ("allergy:skin condition"), vaginal discharge ("bladder/urinary problems: (vaginal discharge)"), gastrointestinal disorder ("injuries/symptoms: (gastrointestinal conditions)/ gastrointestinal or digestive system condition"), allergy to metals ("allergic to essure device"), flank pain ("right side pain"), procedural pain ("complications at the time of your essure placement: some pain"), urticaria ("allergic or hypersensitivity type: hives") and rash ("rashes or skin conditions type: rash on belly, face and neck") and was found to have mammogram abnormal ("abnormal mamogram"). The patient was treated with surgery (ablation and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic inflammatory disease, menorrhagia, vaginal haemorrhage, genital haemorrhage, procedural haemorrhage, drug hypersensitivity, allergic rash, allergic skin reaction, vaginal infection, vaginal discharge, gastrointestinal disorder, fatigue, allergy to metals, dysmenorrhoea, flank pain, urticaria, rash, pelvic pain and mammogram abnormal outcome was unknown and the autoimmune thyroiditis, female sexual dysfunction and dyspareunia had resolved. The reporter considered allergic rash, allergy to metals, autoimmune thyroiditis, device breakage, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, gastrointestinal disorder, genital haemorrhage, mammogram abnormal, menorrhagia, pelvic inflammatory disease, pelvic pain, procedural haemorrhage, procedural pain, rash, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and allergic skin reaction to be related to essure. The reporter commented: patient received treatment for apareunia, dyspareunia (painful sexual intercourse, general abnormal bleeding, vaginal infection and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2013: result not provided. Lot number a88178 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media was received. Event added- abnormal mammogram.reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('claiming breakage/ expulsion: (breakage)./device breakage upon removal/ left essure cut and removed in pieces in its entirety'), pelvic inflammatory disease ('pelvic inflammatory disease'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and autoimmune thyroiditis ('autoimmune diagnosed: hoshimotos. / autoimmune disorder type of disorder: hashimoto disease') in a 44-year-old female patient who had essure (batch no. A88178-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, low back pain, thyroid disorder and bladder incontinence. Previously administered products included for an unreported indication: vicodin and ciprofloxacin. Past adverse reactions to the above products included pruritus with vicodin; and rash with ciprofloxacin. Concurrent conditions included abdominal pain lower, allergic reaction, bloating, urinary tract infection, gastric mucosa erythema, dysuria, external hemorrhoids, hypothyroidism, urticaria and vaginitis. Concomitant products included levothyroxine sodium (synthroid), oxybutynin hydrochloride (ditropan) and oxybutynin hydrochloride (oxybutin). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal infection ("bladder/urinary problems: (vaginal infection)"), fatigue ("injuries/symptoms: (fatigue)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia") and pelvic pain ("left side pelvic pain"). In 2015, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 2 years 8 months after insertion of essure. In 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("(gen. (Interpreted as general) abnormal bleeding)"), procedural haemorrhage ("complications at the time of your essure placement: bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), drug hypersensitivity ("allergy: (hypersensitivity)/ allergic or hypersensitivity reaction/ allergic to meds"), allergic rash ("allergy: rash"), allergic skin reaction ("allergy:skin condition"), vaginal discharge ("bladder/urinary problems: (vaginal discharge)"), gastrointestinal disorder ("injuries/symptoms: (gastrointestinal conditions)/ gastrointestinal or digestive system condition"), allergy to metals ("allergic to essure device"), flank pain ("right side pain"), procedural pain ("complications at the time of your essure placement: some pain"), urticaria ("allergic or hypersensitivity type: hives") and rash ("rashes or skin conditions type: rash on belly, face and neck"). The patient was treated with surgery (ablation and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic inflammatory disease, menorrhagia, vaginal haemorrhage, genital haemorrhage, procedural haemorrhage, drug hypersensitivity, allergic rash, allergic skin reaction, vaginal infection, vaginal discharge, gastrointestinal disorder, fatigue, allergy to metals, dysmenorrhoea, flank pain, urticaria, rash and pelvic pain outcome was unknown and the autoimmune thyroiditis, female sexual dysfunction and dyspareunia had resolved. The reporter considered allergic rash, allergy to metals, autoimmune thyroiditis, device breakage, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, gastrointestinal disorder, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, procedural haemorrhage, procedural pain, rash, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and allergic skin reaction to be related to essure. The reporter commented: patient received treatment for apareunia, dyspareunia (painful sexual intercourse, general abnormal bleeding, vaginal infection and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2013: result not provided. Lot number a88178 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs was received. New events hives, rash on belly, face and neck, pelvic pain were added. Medical history was added. Event onset dates were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('claiming breakage/ expulsion: (breakage)./device breakage upon removal/ left essure cut and removed in pieces in its entirety'), pelvic inflammatory disease ('pelvic inflammatory disease'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and autoimmune thyroiditis ('autoimmune diagnosed: hoshimotos. / autoimmune disorder type of disorder: hashimoto disease') in a 44-year-old female patient who had essure (batch no. A88178-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, low back pain, thyroid disorder and bladder incontinence. Previously administered products included for an unreported indication: vicodin and ciprofloxacin. Past adverse reactions to the above products included pruritus with vicodin; and rash with ciprofloxacin. Concurrent conditions included abdominal pain lower, allergic reaction, bloating, urinary tract infection, gastric mucosa erythema, dysuria, external hemorrhoids, hypothyroidism, urticaria and vaginitis. Concomitant products included levothyroxine sodium (synthroid), oxybutynin hydrochloride (ditropan) and oxybutynin hydrochloride (oxybutin). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal infection ("bladder/urinary problems: (vaginal infection)"), fatigue ("injuries/symptoms: (fatigue)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia") and pelvic pain ("left side pelvic pain"). In 2015, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 2 years 8 months after insertion of essure. In 2016, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("(gen. (Interpreted as general) abnormal bleeding)"), procedural haemorrhage ("complications at the time of your essure placement: bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), drug hypersensitivity ("allergy: (hypersensitivity)/ allergic or hypersensitivity reaction/ allergic to meds"), allergic rash ("allergy: rash"), allergic skin reaction ("allergy:skin condition"), vaginal discharge ("bladder/urinary problems: (vaginal discharge)"), gastrointestinal disorder ("injuries/symptoms: (gastrointestinal conditions)/ gastrointestinal or digestive system condition"), allergy to metals ("allergic to essure device"), flank pain ("right side pain"), procedural pain ("complications at the time of your essure placement: some pain"), urticaria ("allergic or hypersensitivity type: hives") and rash ("rashes or skin conditions type: rash on belly, face and neck"). The patient was treated with surgery (ablation and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic inflammatory disease, menorrhagia, vaginal haemorrhage, genital haemorrhage, procedural haemorrhage, drug hypersensitivity, allergic rash, allergic skin reaction, vaginal infection, vaginal discharge, gastrointestinal disorder, fatigue, allergy to metals, dysmenorrhoea, flank pain, urticaria, rash and pelvic pain outcome was unknown and the autoimmune thyroiditis, female sexual dysfunction and dyspareunia had resolved. The reporter considered allergic rash, allergy to metals, autoimmune thyroiditis, device breakage, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, gastrointestinal disorder, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, procedural haemorrhage, procedural pain, rash, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and allergic skin reaction to be related to essure. The reporter commented: patient received treatment for apareunia, dyspareunia (painful sexual intercourse, general abnormal bleeding, vaginal infection and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2013: result not provided. Lot number a88178 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jan-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('claiming breakage/ expulsion: (breakage).'), genital haemorrhage ('(gen. (Interpreted as general) abnormal bleeding)') and autoimmune thyroiditis ('autoimmune diagnosed: hashimotos.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergy: (hypersensitivity)"), allergic rash ("allergy: rash"), allergic skin reaction ("allergy:skin condition"), vaginal infection ("bladder/urinary problems: (vaginal infection)"), vaginal discharge ("bladder/urinary problems: (vaginal discharge)"), gastrointestinal disorder ("injuries/symptoms: (gastrointestinal conditions)") and fatigue ("injuries/symptoms: (fatigue)"). The patient was treated with surgery (salpingectomy (bilateral).). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, genital haemorrhage, hypersensitivity, allergic rash, allergic skin reaction, vaginal infection, vaginal discharge, gastrointestinal disorder and fatigue outcome was unknown and the autoimmune thyroiditis, female sexual dysfunction and dyspareunia had resolved. The reporter considered allergic rash, autoimmune thyroiditis, device breakage, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hypersensitivity, vaginal discharge, vaginal infection and allergic skin reaction to be related to essure. The reporter commented: patient received treatment for apareunia, dyspareunia (painful sexual intercourse, general abnormal bleeding, vaginal infection and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-sep-2019: quality safety evaluation of ptc (product technical complaint). Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('claiming breakage/ expulsion: (breakage)./device breakage upon removal/ left essure cut and removed in pieces in its entirety'), pelvic inflammatory disease ('pelvic inflammatory disease'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), genital haemorrhage ('(gen. (Interpreted as general) abnormal bleeding)'), autoimmune thyroiditis ('autoimmune diagnosed: hoshimotos.'), procedural haemorrhage ('complications at the time of your essure placement: bleeding') and gastrointestinal disorder ('injuries/symptoms: (gastrointestinal conditions)/ gastrointestinal or digestive system condition') in an adult female patient who had essure (batch no. A88178-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and low back pain. Previously administered products included for an unreported indication: vicodin and ciprofloxacin. Past adverse reactions to the above products included pruritus with vicodin; and rash with ciprofloxacin. Concurrent conditions included abdominal pain lower, allergic reaction, bloating, urinary tract infection, gastric mucosa erythema, dysuria, external hemorrhoids, hypothyroidism, urticaria and vaginitis. Concomitant products included levothyroxine sodium (synthroid), oxybutynin hydrochloride (ditropan) and oxybutynin hydrochloride (oxybutin). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), drug hypersensitivity ("allergy: (hypersensitivity)/ allergic or hypersensitivity reaction/ allergic to meds"), allergic rash ("allergy: rash"), allergic skin reaction ("allergy:skin condition"), vaginal infection ("bladder/urinary problems: (vaginal infection)"), vaginal discharge ("bladder/urinary problems: (vaginal discharge)"), gastrointestinal disorder (seriousness criterion medically significant), fatigue ("injuries/symptoms: (fatigue)"), allergy to metals ("allergic to essure device"), dysmenorrhoea ("dysmenorrhea (cramping)"), flank pain ("right side pain") and procedural pain ("complications at the time of your essure placement: some pain"). The patient was treated with surgery (ablation and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic inflammatory disease, menorrhagia, vaginal haemorrhage, genital haemorrhage, procedural haemorrhage, drug hypersensitivity, allergic rash, allergic skin reaction, vaginal infection, vaginal discharge, gastrointestinal disorder, fatigue, allergy to metals, dysmenorrhoea and flank pain outcome was unknown and the autoimmune thyroiditis, female sexual dysfunction and dyspareunia had resolved. The reporter considered allergic rash, allergy to metals, autoimmune thyroiditis, device breakage, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, gastrointestinal disorder, genital haemorrhage, menorrhagia, pelvic inflammatory disease, procedural haemorrhage, procedural pain, vaginal discharge, vaginal haemorrhage, vaginal infection and allergic skin reaction to be related to essure. The reporter commented: patient received treatment for apareunia, dyspareunia (painful sexual intercourse, general abnormal bleeding, vaginal infection and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number a88178 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: quality safety evaluation of product technical complaint. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('claiming breakage/ expulsion: (breakage)/device breakage upon removal/ left essure cut and removed in pieces in its entirety'), pelvic inflammatory disease ('pelvic inflammatory disease'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), genital haemorrhage ('(gen. (Interpreted as general) abnormal bleeding)'), autoimmune thyroiditis ('autoimmune diagnosed: hoshimotos.'), procedural haemorrhage ('complications at the time of your essure placement: bleeding') and gastrointestinal disorder ('injuries/symptoms: (gastrointestinal conditions)/ gastrointestinal or digestive system condition') in an adult female patient who had essure (batch no. A88178) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and low back pain. Previously administered products included for an unreported indication: vicodin and ciprofloxacin. Past adverse reactions to the above products included pruritus with vicodin; and rash with ciprofloxacin. Concurrent conditions included abdominal pain lower, allergic reaction, bloating, urinary tract infection, gastric mucosa erythema, dysuria, external hemorrhoids, hypothyroidism, urticaria and vaginitis. Concomitant products included levothyroxine sodium (synthroid), oxybutynin hydrochloride (ditropan) and oxybutynin hydrochloride (oxybutin). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), drug hypersensitivity ("allergy: (hypersensitivity)/ allergic or hypersensitivity reaction/ allergic to meds"), allergic rash ("allergy: rash"), allergic skin reaction ("allergy:skin condition"), vaginal infection ("bladder/urinary problems: (vaginal infection)"), vaginal discharge ("bladder/urinary problems: (vaginal discharge)"), gastrointestinal disorder (seriousness criterion medically significant), fatigue ("injuries/symptoms: (fatigue)"), allergy to metals ("allergic to essure device"), dysmenorrhoea ("dysmenorrhea (cramping)"), flank pain ("right side pain") and procedural pain ("complications at the time of your essure placement: some pain"). The patient was treated with surgery (ablation and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic inflammatory disease, menorrhagia, vaginal haemorrhage, genital haemorrhage, procedural haemorrhage, drug hypersensitivity, allergic rash, allergic skin reaction, vaginal infection, vaginal discharge, gastrointestinal disorder, fatigue, allergy to metals, dysmenorrhoea and flank pain outcome was unknown and the autoimmune thyroiditis, female sexual dysfunction and dyspareunia had resolved. The reporter considered allergic rash, allergy to metals, autoimmune thyroiditis, device breakage, drug hypersensitivity, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, gastrointestinal disorder, genital haemorrhage, menorrhagia, pelvic inflammatory disease, procedural haemorrhage, procedural pain, vaginal discharge, vaginal haemorrhage, vaginal infection and allergic skin reaction to be related to essure. The reporter commented: patient received treatment for apareunia, dyspareunia (painful sexual intercourse, general abnormal bleeding, vaginal infection and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result not provided. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pelvic inflammatory disease, allergic to essure device, dysmenorrhea (cramping), right side pain, complications at the time of your essure placement: some pain and complications at the time of your essure placement: bleeding. Lot number, medical history, concurrent condition, concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('claiming breakage / expulsion: (breakage).'), genital haemorrhage ('(gen. (Interpreted as general) abnormal bleeding)') and autoimmune thyroiditis ('autoimmune diagnosed: hashimotos.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergy: (hypersensitivity)"), rash ("allergy: rash"), skin disorder ("allergy:skin condition"), vaginal infection ("bladder / urinary problems: (vaginal infection)"), vaginal discharge ("bladder / urinary problems: (vaginal discharge)"), gastrointestinal disorder ("injuries / symptoms: (gastrointestinal conditions)") and fatigue ("injuries / symptoms: (fatigue)"). The patient was treated with surgery (salpingectomy (bilateral).). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, genital haemorrhage, hypersensitivity, rash, skin disorder, vaginal infection, vaginal discharge, gastrointestinal disorder and fatigue outcome was unknown and the autoimmune thyroiditis, female sexual dysfunction and dyspareunia had resolved. The reporter considered autoimmune thyroiditis, device breakage, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hypersensitivity, rash, skin disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: claiming pain: (apareunia, dyspareunia (painful sexual intercourse)), received treatment for pain? Yes. Claiming bleeding: (gen. (Interpreted as general) abnormal bleeding), received treatment for bleeding? Yes. Claiming bladder / urinary problems: (vaginal infection, vaginal discharge, other), received treatment for bladder / urinary problem? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result not provided. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Event injury was updated and new events: (apareunia, dyspareunia (painful sexual intercourse), (gen. (Interpreted as general) abnormal bleeding), allergy: (hypersensitivity, rash / skin condition), breakage / expulsion: (breakage), autoimmune diagnosed: hashimotos, bladder / urinary problems: (vaginal infection, vaginal discharge), other injuries / symptoms: (gastrointestinal conditions, fatigue) were added. Removal details added. New reporter and plaintiffs information added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.